Event description:
Patient underwent cataract surgery on 02/18/99, and implantation of a staar model aq-2003v intraocular lens in the left eye. During the insertion process the lens optic tore so the surgeon enlarged the incision from 3mm to 6mm to remove the lens. The doctor stated that the patient's prognosis is that he is just fine.